Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a new complaint came to the attention of the legal department regarding a revision of a right knee. In 2011, the plaintiff underwent bilateral total knee replacement surgery and was implanted with an optetrak device in each knee. Plaintiff experienced extreme pain and discomfort in both knees which limited his activities of daily living and his quality of life. On (B)(6) 2022, the plaintiff underwent revision surgery on his right knee. The orthopedic surgeon's operative notes report that, "there was massive and gross soft tissue destruction and bony destruction within his right knee. The patella button was free-floating. The patella itself was quite mush and without any salvageable bone. The polyethylene was grossly worn and removed by hand....our attention was then turned to the tibia, which again had a large bony defects within the metaphysis and the end of the bone itself."

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported was most likely due to prosthesis wear leading to osteolysis and loosening of implants. However, the prosthesis wear and contributions from implant positioning, instability, and/or patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited clinical information was available at the time of evaluation.